Manufacturer narrative:
Follow-up # 1 date of submission 03/12/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2015 with the following findings:during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked form the case seal to the bumper pad. The returned battery cap was used to complete all testing. Also unrelated to the complaint, evaluation revealed that the keypad cover was torn over the ok button. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no damage or contamination was found under any button contacts. The complaint that there were lines on the display screen was not able to be duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. The distributor alleged that there were lines on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).